Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and hospitalization for the event were not reported. The patient was treated with unspecified anti-inflammatory drug infusion. At the time of this report, the patient has recovered. Pd therapy was ongoing during the treatment. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in (B)(6) 2022. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.